Event description:
Nail broke in the area of the lag screw hole. The pt was checked in november 2004 because of pain in the hip. The configuration of the nail was ok but the fracture not completely heal. In 2004 the pt fell. X-rays revealed that the nail was broken/ pt required revision.